Manufacturer narrative:
There are no reported or known events leading up to the change in therapy. The patient is reported to appear healthy and with good tissue quality at the implant site. The original and revised system used tined leads, thus no additional anchors or sutures were used. Migration is a known inherent risk of implantable neuromodulation systems and there does not appear to be any other extenuating factors contributing to device movement.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 with the system targeting the medial branch nerve. On (B)(6) 2025, the patient reported some discomfort, noting that stimulation from the nalu system seemed to be felt beyond the intended target area. The patient was seen in the medical clinic and xray imaging confirmed one of the leads had migrated away from the original implant location. The system was reprogrammed to use only the single lead that was not causing discomfort; however, use of the single lead was not able to provide sufficient pain relief for the patient. On (B)(6) 2026, the patient was seen for surgical revision to replace the migrated lead. During the procedure the implantable pulse generator was also replaced out of caution.